Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
The insulin pump passed displacement, rewind, basic occlusion, occlusion, prime, and excessive no delivery test. No unexpected motor noise anomaly, piston/motor slide anomaly, or change sensor alarm noted during testing. However, the insulin pump had multiple displayable history crc check failed on startup alarm in alarm history screen due to corrupted history file. The device had cracked reservoir tube lip, cracked battery tube threads, minor scratches on the lcd window, and scratches on the reservoir tube window.

Event description:
It was reported the customer received a no delivery alarm during a bolus delivery. The customer also reported their insulin pump was too loud. Customer also believed their piston was not properly functioning. No additional information provided.